Manufacturer narrative:
H6: c19: a review of the manufacturing records indicated the device met pre-release specifications. The device was returned to manufactory for evaluation on sep 26, 2024. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, a patient was to be implanted with gore® viabahn endoprosthesis with heparin bioactive surface (viabahn device) to treat bilateral iliac arteries occlusion using kissing technique. Firstly, balloon dilation was performed on bilateral iliac arteries. Two 10mm x 10cm viabahn devices were implanted successfully. Since the target lesion was long, another 9mm x 10cm viabahn device was implanted in right iliac artery, and another 9mm x 15cm viabahn device was planned to be implanted in left iliac artery. However, the deployment line was unraveled. The deployment line of 9mm x 15cm viabahn device couldn't be pulled out. Therefore, it was removed out of patient. Another 8mm x 10cm viabahn device was deployed together with 9mm x 10cm viabahn device. The patient tolerated the procedure with no adverse event.

Manufacturer narrative:
H6: c19 - procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device. The investigation could not confirm the cause of the reported hazardous situation nor assign a primary device failure mode. The primary reported complaint of partial vsx device deployment with a stuck deployment line could not be independently confirmed, though the condition of the vsx device as returned was consistent with the complaint details as reported. The vsx device was returned for evaluation partially deployed and still inserted through an introducer sheath. The outer zipper was partially deployed, but the endo was still constrained on the catheter (flowering observed at the proximal end of the endoprosthesis is consistent with interactions occurring during withdrawal). The deployment line broke during an initial deployment attempt during evaluation, however deployment was able to continue in a subsequent attempt when pulling the broken deployment line, demonstrating that the deployment mechanism itself was not stuck. The root cause of the partial vsx device deployment with a stuck deployment line as reported could not be established.